Manufacturer narrative:
Concomitant medical products and therapy dates: model: unknown, drg extension: therapy/implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to an (B)(6) patient. It was reported the patient had been unable to receive therapy as needed. High impedance was revealed and related to the patient's lead due to it being fractured. In turn, the patient underwent surgical intervention. During the procedure, the doctor deemed the fractured lead as difficult to explant and it was left inside the patient. As a result, an additional lead was implanted and addressed the patient's issue.